Event description:
It was reported that, this right ventricular (rv) lead exhibited high pacing thresholds and loss of capture (loc). A x ray was performed, and it was found that the lead was not fully inserted into the header. No outcome asystole was reported nonetheless, the patient reported episodes of dizziness. Subsequently, a revision procedure was performed. This rv lead remains in service. No adverse patient effects were reported.